Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing procedure, the maryland bipolar forceps instrument was found to have a burnt tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The conductor wire is not damage. The complaint regarding a burnt tip was confirmed by failure analysis. The probable root cause of thermal damage to the instrument¿s bipolar yaw pulley is attributed to insulation degradation and the presence of carbonized tissue, which may have created a conductive path during use

Event description:
Refer to h11 for follow-up information.